Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that post-operatively, it was noted that the blade broke where it fits into the handpiece. It was also reported that the event required medical intervention by way of a revision surgery to successfully remove the blade fragment from the patient. It was further reported that the procedure was completed successfully.

Event description:
It was reported that post-operatively, it was noted that the blade broke where it fits into the handpiece. It was also reported that the event required medical intervention by way of a revision surgery to successfully remove the blade fragment from the patient. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H2: device not returned. H6: the quality investigation is complete.